Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked near the top and below the bumper pad. Also unrelated to the complaint, evaluation revealed that the up arrow and contrast keypad buttons were unresponsive. The down arrow and ok keypad buttons were found to be intermittently unresponsive. The keypad was found to be fully intact; no damage or peeling was observed. The keypad cover was removed and contamination and moisture corrosion was found under all key contacts. The returned battery cap was used to complete all testing. The complaint that there were lines on the display screen was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. The distributor alleged that there were lines on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)